Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the emergency room with a heart rate of 24 bpm. Further evaluation was performed and the right ventricular (rv) channel was found to be exhibiting oversensed noise. The noise resulted in asystole greater than 2 seconds which was reproduced when stretching the patient's right arm. In addition, high out of range pace impedances of greater than 3000 ohms were observed. The rv lead was surgically abandoned and replaced while this pacemaker remains in service. The rv lead was suspected to be fractured, but that was never confirmed. No additional adverse patient effects were reported.